Manufacturer narrative:
Patient weight not made available from the site. Medtronic representative noted that the patient's 3d model was poor of quality. On (B)(4) 2016, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Medtronic representative held re-training at the site to improve proper tracing protocol. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy occurred within the synergy cranial application. The inaccuracy was approximately 2 millimeters, no direction was specified. The surgeon confirmed accuracy on anatomical landmarks after registration. The inaccuracy was noted after the surgical site became sterile. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.